Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device observed that the body was kinked and the spring tip was detached not returned. The core wire was broken at 323.5cm from proximal end; the marks found on the wire indicates that possibly the rotawire was mechanically cut. Dimensional inspection of the overall length and the outer diameter (od) of the distal tip could not be performed due to the device condition. Od of the middle and proximal section of the device were noted to be within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04545. The device was received with the distal end of the wire broken off and has not been returned and the wire was fractured.

Manufacturer narrative:
Age at time of event: 70's. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04545. The device was received with the distal end of the wire broken off and has not been returned and the wire was fractured.